Event description:
The customer stated that mapping was successfully completed with the navistar rmt ds catheter, but as ablation was started, it was noticed that the catheter icon on the carto screen had shifted by approximately 2 to 3 cm from the initial point and returned to the original location once ablation was stopped. It was reported that the system was changed to carto xp and the catheter was changed to navistar thermocool. No patient injury was reported for this event.